Event description:
From the distributor's report: product was applied to a facial laceration on a pt. The product got into the pt's eye and the eye was "sealed shut". The caller was advised to rinse the eye with saline, use a petroleum based ointment, patch the eye, and have the pt seen by an ophthalmologist. A message was left for the attending to return call and provide additional specifics. At this time no additional info has been provided. Product was not returned.